Event description:
Following the initial implant procedure when running a manual threshold test, the programmer froze while pacing the left ventricle at 90 bpm. The pacing did not self terminate and the programmer was unresponsive. The programmer was turned off in order to restore normal pacing. After the programmer was restarted, all tests were completed normally. The patient was in stable condition.

Manufacturer narrative:
The reported event of the programmer freezing during the manual threshold decrement test was confirmed. Based on the information provided, the active controls were hidden behind a pop-up that could not be exited due to the test commencing, which resulted in the screen being locked during the test. The device was performing as intended.